Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted that the device was contaminated. The user performed decontamination of the device and replaced the instrument consumables. No health impact or consequence reported.